Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). The physician experienced difficulties while advancing the sterling monorail balloon catheter towards the sfa and across the lesion. The physician attempted to pre-dilate the lesion with the sterling and inflated the balloon three times, however, on the third inflation to 6atms, the balloon ruptured. The procedure was successfully completed with another of the same device. No pt complications were noted at the pt's status was reported as "good".

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation, therefore, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).